Event description:
The customer contacted beckman coulter, inc. (Bci) to report no value results and indeterminate (ind) flags for beta human chorionic gonadotropin (bhcg) when attempting to calibrate the bhcg assay on an access 2 immunoassay system. No patient samples were tested during the event. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Through troubleshooting via telephone, bci customer technical service (cts) determined that the bhcg reagent pack was not loaded in the correct slot of the reagent carousel on the analyzer. The customer found the bhcg reagent pack loaded in an incorrect slot on the reagent carousel. The customer discarded the bhcg reagent pack. The customer loaded a new bhcg reagent pack in the correct slot on the reagent carousel. The analyzer operated within normal specifications. Cts confirmed that the yellow warning label pertaining to proper loading of the reagent carousel was on the reagent load door. The root cause for this event was determined to be use error.

Manufacturer narrative:
Result: no value results and indeterminate flags generated.